Manufacturer narrative:
H3, h6: the reported fast-fix 360 reversed curve needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device shows the needle is bent and twisted. The actuator is protruding out of the needle. No ts or suture remain on the delivery needle or were returned. The needle overmold assembly has been broken free from the handle. The spline tube is cracked and splayed. The condition of the device is the direct result of excessive forces being applied during use. Per the device instructions for use under warning: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery the handle broke after deploying the first implant. The implant was removed from the meniscus. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.